Event description:
The manufacturer received information alleging a patient's blood oxygen saturation decreased while using a ventilator. The patient was reportedly taken to a hospital emergency room. When the patient arrived at the hospital, he was placed on a hospital ventilator and was stabilized. According to the reporter of the event, a trilogy 100 ventilator was in use at the time of the event with a 10 lpm oxygen bleed-in. The trilogy 100 is designed to be used with low flow oxygen up to 15 lpm. The oxygen can be entrained through the back of the device or into the patient circuit. The device is not designed to be used with a 50 psi high flow oxygen source. The ventilator was returned to the manufacturer for evaluation. The device passed all testing and was found to operate and alarm as designed. The manufacturer concludes the trilogy 100 was not able to meet the patient's oxygen requirements when the event occurred. The ventilator is not designed to be used with a 50 psi high flow oxygen source which appears to have been required by the patient.